Event description:
It was reported to ventec that the device did not produce an alarm as expected during use. The initial reporter advised that the patient had become disconnected from their passive patient circuit and that the device did not provide a patient circuit disconnect alarm. There was patient involvement associated with the reported event. The initial reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.